Event description:
The customer contacted physio-control to report that they were using this device on a patient in the catheterization lab and attempted to deliver a defibrillation shock to the patient. The device failed to deliver a shock to the patient. The customer's biomedical engineering department observed multiple instances of a service code logged in the device's memory. The service code logged is indicative of a failure of the device to deliver defibrillation energy. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in the catheterization lab and attempted to deliver a defibrillation shock to the patient. The device failed to deliver a shock to the patient. The customer's biomedical engineering department observed multiple instances of a service code logged in the device's memory. The service code logged is indicative of a failure of the device to deliver defibrillation energy. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's main keypad assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in the catheterization lab and attempted to deliver a defibrillation shock to the patient. The device failed to deliver a shock to the patient. The customer's biomedical engineering department observed multiple instances of a service code logged in the device's memory. The service code logged is indicative of a failure of the device to deliver defibrillation energy. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.